Manufacturer narrative:
(B)(4): conclusion: the product upon which this medwatch is based, is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent an surgical procedure on an unk date and suture was used. The pt developed a "suture sinus". No add'l info is available.